Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d154atg, implanted: (B)(6) 2006; product ID: 5568, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported by an attorney that the patient had a "defective lead". The lead was capped and replaced. No patient complications have been reported as a result of this event.